Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following the cataract surgery with intraocular lens (iol) implant procedure, the surgeon observed lens epithelial cell outgrowth (lecog). The surgeon noticed the lecog on the rim of the capsulorhexis from day 1 post-operation and it was still present 1 month post- operation. The surgeon polishes half of the anterior capsule i.e. Hemisphere. Additional information has been requested however no further information received.